Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient expired. Additional information was requested, but not provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported event, as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2020. It was also reported that an autopsy was not performed. Heartmate 3 lvas, serial number (B)(6) was not explanted and will not be returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The hm3 lvas instructions for use (IFU) document lists all potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. No further information was provided. The manufacturer is closing the file on this event.